Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the device was not empty after two days. The device had been filled with 47ml fluorouracil and 74ml unspecified diluent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date was july 23, 2015 ¿ july 24, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed without noting any issues. The reported condition was verified. Microscopic inspection of the flow restrictor revealed the direct cause of the no flow problem was due to air bubbles blocking the fluid path inside the lumen of the glass capillary. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.